Manufacturer narrative:
H6: investigation summary no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to confirm the customer indicated failure.

Event description:
It was reported that the d micro-fine¿+ pen needle broke in the patients body while using it on june 5th, 2023. The following information was provided by the initial reporter: on june 5th, the needle was broken in the body, the customer went to the hospital for examination, and the doctor diagnosed: whether it is removed by surgery depending on the customer's opinion. The broken needle has not been removed yet. The customer has purchased two types of pen needle, one is bd pen needle and the other is non-bd pen needle. The customer is not sure which needle was used during needle broken. After comparison, it is found that the broken needle product does not match with the bd outer needle cap. The customer is not willing to return the sample, only provide the pictures. Since the customer has discarded the outer packaging of the product, the material number can not be confirmed, according to the pictures provided, the batch number of the product is 1282496.

Event description:
It was reported that the d micro-fine¿+ pen needle broke in the patients body while using it on (B)(6) 2023. The following information was provided by the initial reporter: on june 5th, the needle was broken in the body, the customer went to the hospital for examination, and the doctor diagnosed: whether it is removed by surgery depending on the customer's opinion. The broken needle has not been removed yet. The customer has purchased two types of pen needle, one is bd pen needle and the other is non-bd pen needle. The customer is not sure which needle was used during needle broken. After comparison, it is found that the broken needle product does not match with the bd outer needle cap. The customer is not willing to return the sample, only provide the pictures. Since the customer has discarded the outer packaging of the product, the material number can not be confirmed, according to the pictures provided, the batch number of the product is 1282496.

Manufacturer narrative:
The following fields were corrected: d.3. Medical device manufacturer: becton dickinson medical devices co., ltd. Suzhou g.1. Manufacturing location: becton dickinson medical devices co., ltd. Suzhou e.1. Initial reporter phone #: (B)(6).

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the d micro-fine¿+ pen needle broke in the patients body while using it on (B)(6) 2023. The following information was provided by the initial reporter: on (B)(6), the needle was broken in the body, the customer went to the hospital for examination, and the doctor diagnosed: whether it is removed by surgery depending on the customer's opinion. The broken needle has not been removed yet. The customer has purchased two types of pen needle, one is bd pen needle and the other is non-bd pen needle. The customer is not sure which needle was used during needle broken. After comparison, it is found that the broken needle product does not match with the bd outer needle cap. The customer is not willing to return the sample, only provide the pictures. Since the customer has discarded the outer packaging of the product, the material number can not be confirmed, according to the pictures provided, the batch number of the product is 1282496.